Event description:
The customer reported that a xhibit telemetry receiver (xtr) shut down while monitoring patients. The patients were moved to transport bedside monitors to mitigate the outage. There was no patient or user harm associated with this event. Logs were collected from the xtr and provided to a spacelabs healthcare product support specialist (pss) for additional investigation. A review of the logs indicated that the xtr had an application crash and failed to recover. The pss noted that the xtr had been running consecutively for approximately 413 days, which is beyond the recommended six month run time. The pss provided a copy of the customer service notice indicating the system should be restarted every 6 months to the field service engineer to provide the customer. The cause of the reported issue was due to excessive run time before restarting the system.